Event description:
Consumer reported that several tampons came apart during removal leaving fibers and part of the tampon behind.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.